Manufacturer narrative:
Article citation: tan, shu yu, et al. ¿ab-externo implantation of xen gel stent for refractory steroid-induced glaucoma after lamellar keratoplasty.¿ cureus, 2021 feb 12;13(2):e13320. Doi: 10.7759/cureus.13320. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of keratitis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. High intraocular pressure is a known adverse event addressed in the product labeling.

Event description:
The article ¿ab-externo implantation of xen gel stent for refractory steroid-induced glaucoma after lamellar keratoplasty" noted a case reported of a patient with an implanted xen®45 gts ab-externo into the left eye. Patient had transient minimal hyphaema on day one postoperatively which resolved spontaneously. At week two, iop was 18 mmhg with flat and vascularized bleb. After two needlings, the bleb was diffuse and elevated. Patient's iop maintained between 12 and 14 mmhg without medication. Nine months later, patient developed suture-related fungal corneal ulcer which took three months to heal with the empirical treatment of topical, intracameral and systemic antifungal. During the infection, ac was deep with fibrinous aqueous, bleb was flat and iop was as high as 58 mmhg, requiring up to three topical and two systemic antiglaucoma. After the infection was under control, bleb needling was performed when it was deemed safe by the corneal specialist. At 12 months, patient was taking timolol maleate 0.5% and brimonidine tartrate 0.15% and events resolved. This is the same article reported under MDR ID 3011299751-2021-00125 (allergan complaint #(B)(4)).